Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 18ga insyte autoguard within an open package. The unit consisted of a fully retracted needle-barrel assembly, a catheter/adapter assembly and a needle cover. Through the visual examination, the catheter reflected a v-shaped cut near its tip which indicates that it was caused by the needle tip spearing through the tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc 18ga x 1.16¿ (1.3 x 30 mm) experienced a catheter that was damaged/defective/deformed. Product defect was noted prior to use. The following information was provided by the initial reporter: when opening the insyte autoguard bc (catheter intravenous 18ga) it was noted that the catheter was damaged, making it impossible its use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc 18ga x 1.16¿ (1.3 x 30 mm) experienced a catheter that was damaged/defective/deformed. Product defect was noted prior to use. The following information was provided by the initial reporter: when opening the insyte autoguard bc (catheter intravenous 18ga) it was noted that the catheter was damaged, making it impossible its use.